Manufacturer narrative:
Reliability analysis inspected 1 opened/used sensor and performed bicarbonate buffer test. Sensor passed per specifications with accurate readings. Also found sensor's cannula bent unable to confirm customer received sensor in said condition due to customer returned opened/used.

Event description:
It was reported that the sensor alarmed a bad sensor alert. Customer's blood glucose was 7 mmol/l. Customer mentioned the sensor cannula was bent. Customer was advised the sensor will be replaced. Customer agreed to return the sensor for analysis.